Manufacturer narrative:
(Information regarding reprocessing was inadvertently missed). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It was confirmed that foreign material came out of the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected that would hinder reprocessing and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending it in for repair. There was no delay to the start of pre-cleaning, which was properly implemented. During the pre-cleaning process, the customer supplied air and water through the nozzle. There were no abnormalities in the accessories used for reprocessing. The scope was immersed in detergent solution. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge. The air/water nozzle and channel were flushed with detergent solution. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual "chapter 5 reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the following: due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of up/down knob is out of the standard value; nozzle has foreign objects; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a crack; due to clogging of nozzle, water removal ability does not meet the standard value; on water detection sticker 1a, dots are smudged and connected; adhesives around objective lens has white-clouded area; adhesive around light guide lens is peeled; adhesives around light guide lens has white-clouded area; plastic distal end cover has a burn; switch1 has a scratch; switch3 has a scratch; and paint on suction cylinder is peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope, incorrect angle/intake. This event occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device, found that foreign matter came out of the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.